Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. S/w version = 4.11d. Retainer ring = black. On (B)(6) 2021 the customer alleged failed battery test alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case on battery tube, cracked keypad overlay, and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no failed battery alarm. However; found: power loss alarm on (B)(6) 2021 at 05:43:11, 05:43:22. Insert battery alarm on (B)(6) 2021 at 05:40:40. Pump passed sleep current measurement, active current measurement and displacement test. However; failed the self test due to pump error 63 alarm. Pump error 63 was found in the history file on (B)(6) 2021 at 09:39:25, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. No unexpected failed battery test, power loss, nor insert battery alarms during testing. Customer alleged for failed battery test alarm was not confirmed. Pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed test received. No harm requiring medical intervention was reported. The customer will continue use of the device.